Event description:
Temporary external pacemaker set to emergency asynchronous mode. No harm to pt due to staff quick assessment. Emergency button location and ease of initiation not ideal. Have had 3 reported events of this nature where asynchronous pacing was initiated either incidentally by staff or pt. A plastic cover or relocation of this button with a deterrent or at minimum a confirmation of mode change is recommended.